Event description:
This report is #1 of 3 for the same event. Additional info from the user facility: pt had a prodisc artificial disc replacement at l5-s1 performed on (B)(6) 2010 at another facility. Three-month f/u x-ray revealed anterior subluxation of the implant, approx 50% of the implant. Prodisc implant removed and an anterior lumbar interbody fusion was performed on an urgent basis due to concern about the iliac vessels.

Manufacturer narrative:
(B)(4): lumbar total disc replacement. Model # unk, catalog # unk, serial # unk, lot # unk. (B)(4): investigation is on-going, no conclusion could be drawn.